Event description:
It was reported that a patient, who had a tka underwent a revision procedure. The patient had manifested episodes of joint effusion and a feeling of failure in the knee, occasional discomfort, etc., which were attributed (before the health alert) to the patient¿s hobbies which was hunting. Later on, the patient had sudden pain and feeling of instability in the knee and functional impotence for standing and walking. The surgeon stated, ¿fracture, lateral epicondyle tearing secondary to osteolysis below the femoral component. During the intervention, great osteolysis was detected in both condyles, without prosthetic loosening, which required cleaning and grafting and the placement of a liss plate (synthes) of the distal femur to prevent complete periprosthetic fracture and fixation of the lateral epicondyle. In addition, the pe insert that was broken on its external side and unsecured was replaced¿. The patient was last known to be in stable condition following the event. The postoperative evolution has been satisfactory. The patient is asymptomatic, walks without support devices and does not limp. The rom is 0-100º and the knee was reported as stable. No further information known. This is 1 of 2 reports for this event.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and bone fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. D10: 4630049 02-012-45-4050 - bandeja tibial logic fit 4f/5t; 3848109 200-02-35 - rotula tres tetones 35mm; 3936276 232-02-04 - comp. Femoral asimetrico poroso cr nº4 izq; should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.